Manufacturer narrative:
(B)(6). Postal code is unknown as it was not provided. Reporter name is unknown as it was not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, it was reported that surgery was performed with a 2.4 mm opening in the cornea, but this lot was too thick to enter and operated at 2.65 mm. The surgery center indicated the sleeve was too thick.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/13/2018. Device returned to manufacturer? Yes. Device evaluation: two devices, one opened and one sealed, were returned within their original packaging confirming the reported lot number of 60076546. A visual inspection of the returned devices did not reveal any damage to the components and all parts were assembled correctly. The phaco sleeve diameters were measured and all results were within specification. Model opohf21l phaco sleeves are designed for use with incisions between 2.4 and 2.7 mm so the reported incision size of 2.65 mm is within specification. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the opohf21l lot# 60076546. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.